Manufacturer narrative:
Investigation is not complete. This report will be amended when the investigation is complete. No serious injury occurred, therefore, no user facility or pt info is applicable. This is a reportable malfunction.

Event description:
Allegedly drill bit broke in half while removing from drill guide.